Manufacturer narrative:
UDI: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up appointment, the vibratory alert was tested, but did not work. The patient is well. Additional information has been requested but not received.